Event description:
A PICC line was inserted in the left cubital fossa in 05/2005. The catheter hub was sutured into place and the site was covered with a transparent occlusive dressing. The patient found that the catheter snapped and the distal end had fallen on the floor. On inspection it was noted that the dressing was still intact. The section of PICC line under the dressing was looped. Hospitalization was not prolonged due to the incident from the line. Both springfusor and graseby volumetric pumps were used on the line. This patient had several PICC lines placed and two of the PICC lines broke. This was the second incident. The first incident was reported with manufacturer number 1710034-2005-0073.